Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch would not lock into either position. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal handswitch was returned for service. Upon evaluation at the manufacturer, it was discovered that the run/safe switch would not lock into either position. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was duplicated. It was confirmed by the service technician through visual inspection the run/safe switch was not locking into place. Impact damage may cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.